Event description:
It was reported during routine check that screen of cs300 intra aortic balloon pump (iabp) was damage. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d9 (device available for eval), d10, e1 (initial reporter, event site email), e3, g3, g4 (PMA/510(k)#), g6, h2, h3, h4, h6 (type of investigation, investigation findings, health effect impact codes, investigation conclusions), h11. Corrected fields: d1 (brand name), h6 (medical device problem code). 510k of upgraded device (cs300): k063525. A getinge field service engineer (fse) contacted customer department several times for location of balloon pump. Searched through out (B)(6) medical and (B)(6) hospital. Unable to locate unit. Will close out service report. Service call cancelled. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11,b5, h6 (component code). Contacted customer department several times for location of balloon pump. Searched through out (B)(6) medical and (B)(6) hospital. Unable to locate unit. Will close out service report. Service call cancelled. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) had damaged screen. There was no patient involved and no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Fields d1, d4 of the emdr is for original iabp system 98; however, this iabp was upgraded to a cs300 intra-aortic balloon pump, portuguese, 220v catalog#0998-00-3023-68 UDI# (B)(4), which was reported by the customer.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) screen was damaged. There was no harm or injury reported.